Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported during a programming session, the pt reported she feels like her insides are pulling apart when the stimulation is on. The pt also reported she can feel her scs lead wires with the stimulation off in her spine, and they are sensitive to the touch. A lead diagnostic did not reveal any anomalies. X-rays taken do not indicate the lead has migrated. The sjm rep reprogrammed the pt's scs system and will have the pt try the new programs. The pt stated she is considering having her scs system removed.